Event description:
Customer reported a malfunction alarm identified as "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reoccurs.